Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Device evaluation and results: a visual inspection was performed on the returned device which noted the following: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured approximately 4 inches from the distal tip. Damage consistent with cement-mantle breakdown was observed on the stem. The proximal end of the stem was analyzed under a scanning electron microscope (sem) for further evaluation. The mar concluded: the stem fractured in fatigue. Eds analysis showed the stem was consistent with astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted the following; procedure-related factors: cementation defect in proximal medial stem section cup malposition in near absent anteversion patient-related factors patient trauma with a fall. Device-related factors: none. Diagnosis: a cementation defect in the proximal medial stem section has reduced the load-carrying capability of this very important stem section resulting over time in complete loss of bone support around the entire proximal stem section while suboptimal cup anteversion has increased the load across the arthroplasty. Both factors in have in concert contributed to an overload condition with ultimately a fatigue fracture of the stem exactly at the peak level of overload and probably triggered by the patient fall as ultimate adverse event. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided x-rays by a clinical consultant concluded: a cementation defect in the proximal medial stem section has reduced the load-carrying capability of this very important stem section resulting over time in complete loss of bone support around the entire proximal stem section while suboptimal cup anteversion has increased the load across the arthroplasty. Both factors in have in concert contributed to an overload condition with ultimately a fatigue fracture of the stem exactly at the peak level of overload and probably triggered by the patient fall as ultimate adverse event. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Planned revision of fractured exeter stem. Surgeon stated that the patient had a fall recently.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Planned revision of fractured exeter stem. Surgeon stated that the patient had had a fall recently.